Manufacturer narrative:
H.6. Investigation summary: a device history record review showed no non-conformances associated with this issue during the production of this batch. Photo evaluation: two photos were returned for investigation. From the photo, observed foreign matter on syringe. Sample evaluation: one actual sample returned with open package for investigation. The actual sample was subjected to visual inspection to inspect on foreign matter inside syringe. Brown embedded foreign matter was observed on inner wall of the syringe at 2 locations. Embedded fm on plunger. The complaint is confirmed, and product is out of specification. Brown embedded foreign matter was sent for ftir test to determine the type of foreign matter. The ftir results shows that the spectrum of the foreign matter had matches reasonably with that of a cellulose-based material. Cellophane and chipboard are derivatives of cellulose. Paper, wood, cotton and similar material are also composed of cellulose. The investigation was able to confirm the customer experienced based on the evaluation and testing that was performed on the returned samples. Conclusion: the molding process has been reviewed, no possible source of the cellulose-based material can be found. The foreign matter could have been transferred from manufacturing environment during manufacturing process.

Event description:
It was reported that a syringe 1ml ls 25ga 5/8in w/orange hub had foreign bodies at the head and middle of the plunger.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 1ml ls 25ga 5/8in w/orange hub had foreign bodies at the head and middle of the plunger.